Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during inflation of the balloon in the internal carotid artery (ica) procedure, the balloon was ruptured. The balloon was removed and was exchanged with another new one. There was no patient clinical consequences reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information from the complaint indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the cause for the reported balloon burst cannot be determined.

Event description:
It was reported that during inflation of the balloon in the internal carotid artery (ica) procedure, the balloon was ruptured. The balloon was removed and was exchanged with another new one. There was no patient clinical consequences reported.